Event description:
Upon removal of the catheters at the completion of a right atrial flutter ablation procedure and right isthmus line ablation, a new arrhythmia started. Catheters were put back into position and was determined to be a left sided tachycardia arrhythmia. Arrhythmia did not cease after several mins, so the physician decided to cardiovert the pt. Arrythmia terminated and the pt remained in a slow junctional rhythm. The physician noted low blood pressure, the suspected a perforation due to the bradycardia. Pt remained in this state for few mins. The pt was given fluid bolus. An echo was performed. The blood pressure returned to normal. The echo showed a very minimal to no perforation. The pt was stable throughout the procedure.